Manufacturer narrative:
Device evaluated by MFR: the ranger global was returned for analysis. The device was returned within the protective hoop and enclosed in the outer box carton. It had been taken out of the inner pouch of the packaging. A surgical glove, which was turned inside out likely during removal from the hand was also returned with the device. Upon examining the inside of the glove, a black fiber approximately 75mm in length was discovered. At this time, it is not possible to ascertain the origin or composition of the fiber. There is no evidence to indicate that the fiber originated from either the device or its packaging.

Event description:
It was reported that foreign object was noted in the device's packaging. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 150mm, 150cm ranger global dcb balloon catheter was used in the procedure. During procedure outside patient, a human hair was found in the final packaging. The device was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device evaluated by MFR: the 5.0 x 150mm, 150cm ranger global dcb device was returned to our post market quality assurance laboratory. Device result. Upon examining the inside of the glove, a black fiber approximately 75mm in length was discovered. At this time, it is not possible to ascertain the origin or composition of the fiber. There is no evidence to indicate that the fiber originated from either the device or its packaging. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the ranger global dcb device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that foreign object was noted in the device's packaging. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 150mm, 150cm ranger global dcb balloon catheter was used in the procedure. During procedure outside patient, a human hair was found in the final packaging. The device was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
It was reported that foreign object was noted in the device's packaging. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 150mm, 150cm ranger global dcb balloon catheter was selected for use in the procedure. During procedure outside patient, a human hair was found in the final packaging. The device was completed with another of the same device. No patient complications were reported.